Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 515 mg/dl. Cause was not known. A correction bolus and manual insulin injection was delivered and changed the pump supplies to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Customer's blood glucose was 105 mg/dl at the time of follow up.